Manufacturer narrative:
E1: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the code 1871 was observed during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D4: correction. D9: product received date 22-jul-2024. H3: one device was returned for repair in used condition. This device has not been in for service in the review period. Review of event log found error code 1871. Visual and functional testing was performed, and the complaint was verified. The cause was a defective motor. The motor was replaced to correct the problem, and the device passed all functional tests after the repair.